Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 14) occurred and the battery could not be charged. Tandem technical support assisted customer with resetting the pump to clear to alarm and after plugged into a power source for a period of time, battery was charged. Customer's blood glucose was 220 mg/dl.